Event description:
It was reported to manufacturer that the sites hand held was not holding a charge despite having been plugged into the wall outlet overnight. The site explained that the hand held would only stay powered on for 20 - 30 minutes while unplugged from the wall. A new hand held and power cord were sent to the site. The non working device has been returned to manufacturer and analysis is pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.